Manufacturer narrative:
The device was returned for analysis. The reported thumb advancer deployment issue was not confirmed due to manipulation of the returned device post procedure. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a starclose device after a peripheral artery occlusive disease interventional procedure using a 6f sheath. Reportedly, resistance was noted with the thumb advancer and the number "3" was not visible in the window. The needle was inserted in the access port to retract the thumb advancer, slide the safety release, and remove the device. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.